Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: g5, d4: UDI, expiration date and h4: manufacture date are unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaks occurring by the filter, instead of where air needs to come out. No patient injury.